Event description:
It was reported that a transcatheter aortic valve was placed in a bicuspid valve with minimal calcification in the non-coronary cusp (ncc) and migrated into the ascending aorta. It was suggested that the migration occurred because the valve was placed too high (1 mm on the ncc). A second valve was positioned lower at 3 mm with an acceptable outcome. Trace-mild paravalvular leak (pvl) was observed and a large raphe. The patient died due to multiple aortic dissections, with a possible cause being the embolized valve snared up into the ascending aorta. Additional information was received to report following the valve implant procedure, the patient was transferred to intermediate care which is when the dissection was first noted. Additionally, it was noted the patient had multiple strokes, therefore, no further intervention was made.

Manufacturer narrative:
Updated data: b2. Date of death b5. A second paragraph was added. Section d other medical products in use during the event include: product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b5. A fourth paragraph was added to clarify the valve dislodged and didn't migrate. Although both scenarios would be reported as a device malfunction where the chance of death or serious injury is not remote if to recur, a different annex a code - medical device problem is assigned to each of these malfunctions. Let this supplemental 004 accurately reflect a dislodged valve. H6. Let this report accurately reflect the annex a code for dislodgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was placed in a bicuspid valve with minimal calcification in the non-coronary cusp (ncc) and migrated into the ascending aorta. It was suggested that the migration occurred because the valve was placed too high (1 mm on the ncc). A second valve was positioned lower at 3 mm with an acceptable outcome. Trace-mild paravalvular leak (pvl) was observed and a large raphe. The patient died due to multiple aortic dissections, with a possible cause being the embolized valve snared up into the ascending aorta. Additional information was received to report following the valve implant procedure, the patient was transferred to intermediate care which is when the dissection was first noted. Additionally, it was noted the patient had multiple strokes, and; therefore, no further intervention was made. Additional information was received that the location of the dissections were limited to the ascending aorta. No pre-implant or post-implant balloon dilations were performed. The first valve was pulled back to the ascending aorta before implanting the second valve. Additional information was added to clarify the "migration" occurred prior to the close of the vascular access at the end of the procedure and, therefore, was a valve dislodgement, not a migration.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-2329, lot: 0012665445, use by date: 2027-02-11, UDI: (B)(4). Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012617235); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012676208); product type: 0195-heart valves; product ID evfxplus-29 (unknown serial); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was placed in a bicuspid valve with minimal calcification in the non-coronary cusp (ncc) and migrated into the ascending aorta. It was suggested that the migration occurred because the valve was placed too high (1 mm on the ncc). A second valve was positioned lower at 3 mm with an acceptable outcome. Trace-mild paravalvular leak (pvl) was observed and a large raphe. The patient died due to multiple aortic dissections, with a possible cause being the embolized valve snared up into the ascending aorta.

Manufacturer narrative:
Updated data: d4 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was placed in a bicuspid valve with minimal calcification in the non-coronary cusp (ncc) and migrated into the ascending aorta. It was suggested that the migration occurred because the valve was placed too high (1 mm on the ncc). A second valve was positioned lower at 3 mm with an acceptable outcome. Trace-mild paravalvular leak (pvl) was observed and a large raphe. The patient died due to multiple aortic dissections, with a possible cause being the embolized valve snared up into the ascending aorta. Additional information was received to report following the valve implant procedure, the patient was transferred to intermediate care which is when the dissection was first noted. Additionally, it was noted the patient had multiple strokes, and; therefore, no further intervention was made. Additional information was received that the location of the dissections were limited to the ascending aorta. No pre-implant or post-implant balloon dilations were performed. The first valve was pulled back to the ascending aorta before implanting the second valve.

Event description:
It was reported that a transcatheter aortic valve was placed in a bicuspid valve with minimal calcification in the non-coronary cusp (ncc) and migrated into the ascending aorta. It was suggested that the migration occurred because the valve was placed too high (1 mm on the ncc). A second valve was positioned lower at 3 mm with an acceptable outcome. Trace-mild paravalvular leak (pvl) was observed and a large raphe. The patient died due to multiple aortic dissections, with a possible cause being the embolized valve snared up into the ascending aorta. Additional information was received to report following the valve implant procedure, the patient was transferred to intermediate care which is when the dissection was first noted. Additionally, it was noted the patient had multiple strokes, and; therefore, no further intervention was made. Additional information was received that the location of the dissections were limited to the ascending aorta. No pre-implant or post-implant balloon dilations were performed. The first valve was pulled back to the ascending aorta before implanting the second valve. Additional information was added to clarify the "migration" occurred prior to the close of the vascular access at the end of the procedure and, therefore, was a valve dislodgement, not a migration.

Manufacturer narrative:
Corrected data: h6. Conclusion: the suspect valve remained in the patient at the time this investigation was completed; therefore, no product analysis could be performed. Based on the available information and investigation activities, the reported event may have been related to the medtronic device, but the exact relationship between the device and the reported event cannot be determined definitively. The complaint investigation determined this event is foreseen in risk management and is included in monitoring/trending. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A medical safety assessment was performed for this event. Based on review of available information, the sequence of events, and medical expertise the event of device dislodgement was likely related to the device and procedure. In summary, the medical safety assessment determined the likely contributing factor was a too high placement of the valve which caused the device to dislodge aortically in the setting of a native bicuspid valve. The aortic dissection(s) were likely related to the valve when it migrated into the ascending aorta and/or when it was snared further into the ascending aorta. The patient¿s death was assessed as likely related to the complications from the reported multiple dissections. The device instructions for use (IFU) lists dislodgement and dissection as potential risks associated with the treatment procedures. There is no identified inadequacy with the IFU in relation to this event. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. However, a conclusive cause could not be determined. Vascular complications, such as dissection are listed in the device IFU as potential adverse effects and can occur during any percutaneous intervention. These events are typically related to patient factors (tortuous anatomy, calcification, etc.), and/or procedural effects (sheath used, user technique, guidewire management, etc.). The valve dislodgement may have been the contributing factor to dissection. Unfortunately, this could not be confirmed by medtronic without a copy of the echo or imaging film for review, the failure mechanism of the device cannot be established, and the conclusive cause of the reported dissection cannot be determined. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. The death is assessed as likely related to the complications from the reported multiple dissections. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.